Event description:
The customer reported that during preventative maintenance the mouse displayed intermittent issues. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The rep replaced the keyboard and the mouse. The sys was tested and found to be working as intended and put back into svc. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request of FDA on 4/26/2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.